Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the device involved in the complaint could not be conducted since the product was not returned. Based on the lot 299157 provided for which the DHR resides at (B)(6), the nuevo laredo lot numbers for the components mp-0321 & mp-0489 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded components involved in this complaint during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided (oxygen wasn't flowing through the aquapak). To perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened. Teleflex will continue to monitor feedback from the customers on issues reported as "oxygen wasn't flowing through the aquapak".

Event description:
The customer alleges that the oxygen doesn't flow through the aquapak.no patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. The sample was then placed carefully on the oxygen flowmeter under o2 flow at 15 l/min for 10 minutes and no issues were found. The sample is considered to be an acceptable and functional sample. The damage observed on this thread could be generated by an incorrect assembly on the oxygen flow meter. As a result of an incorrect assembly on the flowmeter, the oxygen wasn't flowing through the aquapak since there was not a correct seal between the adaptor and oxygen flow meter. Although there were no functional issues found with this sample, similar complaints have been received and a CAPA (#b)(4) has been opened to address the issue with the damaged adaptor threads. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor.

Event description:
The customer alleges that the oxygen doesn't flow through the aquapak. No patient injury reported.